Manufacturer narrative:
E3-non health care professional; e2-no. The root cause of the reported event cannot be identified. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was found during device evaluation that there was flooding of the charge coupled device and cable. The electrical contacts, free lock lever, scope mount and cable was corroded. Image failure was noted. There was no patient involvement.